Event description:
It was reported that the ins may be flipped. The health care provider confirmed that the ins was repositioned in the right abdominal wall on (B)(6) 2012.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37092 lot# 253500001, implanted: 2010 (B)(6), product type accessory product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).